Manufacturer narrative:
A lot history review (lhr) of reyb1145 showed no other similar product complain from this lot number. The complaint of a damaged catheter is confirmed and will be considered user related. Returned for eval is the delivery system for the powerglide catheter that includes the guidewire, introducer needle and the damaged 8 cm catheter. Gross and microscopic examinations revealed multiple damaged sites to the catheter and guidewire. In conjunction with the buckling of the catheter located at the distal end of the pink taper multiple sharp bends in the guidewire was observed. It should be noted that the weld tip is unremarkable and is intact. Distal to the buckling in the catheter, the tubing is unremarkable exhibiting no damage. It appears the catheter started buckling on the wire during the placement procedure. No wire breakage and no catheter shearing was observed during gross and microscopic examinations. The product instructions for use (IFU) state, "grip the plastic housing by holding back grips and fully advance the catheter using the catheter handle. This inserts the catheter into the vein." Caution: failure to keep housing stationary will prevent catheter from entering vein and cause delays in procedure. It appears that the catheter was not completely inserted prior to retraction of the introducer needle. If the needle tip is inadvertently pulled out of the vessel while the catheter is being advanced, the needle will no longer support the catheter which could allow the catheter to kink over the guidewire during the advancement of the catheter. If the catheter kinks while over the guidewire, the catheter is susceptible to buckling and bending resulting in complications during the placement procedure. The product ife provide written and illustrated info on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the mfg process.

Event description:
The nurse was placing a powerglide and the wire advanced smoothly. When she tried to advance catheter the patient complained of pain and then the catheter was removed and it coiled at the proximal end.